Event description:
Patient was in a prone position for a surgical procedure for more than 4 hours that resulted in a reddened area across the forehead.this is a recent occurrence. No other problems noted with this product in the past.====================== health professional's impression======================device failed to adequately support the head.====================== manufacturer response for prone position pillow, disposa-view disposable prone position head cushion======================there has been no change in the foam density or design of the pillow.